Event description:
The customer reported the system was exposing on its own. The field engineer noted that the system was not producing uncommanded x-rays. The system displayed a control panel error which caused the system to lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.